Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed" and "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.